Event description:
The olympus representative reported for the customer that during preparation for use of the high flow insufflation unit while being used with the visera elite video system center, an alarm sound was generated when turning on the device. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the failure of the circuit board. The front panel had blacked out due to the alarm. Additionally, the first regulator unit was found to be faulty, causing the maximum gas inflow volume to not reach the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the circuit board failure and the first regulator unit could not be identified. Olympus will continue to monitor field performance for this device.